Event description:
It was reported the device was used to staple the pharyngeal pouch. It was reported by the affiliate that it was impossible to release the device after it was fired. The device was eventually removed. The staples did not fire. The operation was abandoned. There was no pt consequence. Pt was a 88 year old male. His pre-operative condition was fair.

Manufacturer narrative:
H6: code 400: damaged firing mechanism. Visual inspections and results: lockout position: fired. Cartridge condition: unfired. Cartridge return batch number: ej0156. Instrument number: 293. Functional tests and results: condition of firing trigger lockout: good. Condition of pinion gear: good. Condition of short rack: broken. Condition of yoke: good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.